Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold measurements. As the ra lead was microdislodged, the lead was explanted and replaced. It was noted the patient may have twiddler's syndrome. No additional adverse patient effects were reported.